Event description:
A patient reported blood glucose results of "308 mg/dl and 202 mg/dl" with a lifescan meter, performed within 10 minutes of each other). The customer care rep. Walked the patient through two blood glucose tests and obtained results of "158 mg/dl and 153 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.